Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level was 529 mg/dl and customer reports the infusion set cannula had bent. Customer¿s high blood glucose level was 400-410 mg/dl and later was 385 mg/dl and treated with manual injections. The product was not returned for analysis.